Manufacturer narrative:
The received information provided basis for the investigation. On site the device log file was checked and one entry confirms the described restart which was triggered in order to solve a temporary deviation in the electronics system. This problem occurs in case the button "o2 suction" is pressed repeatedly and quickly in an uncommon way for normal operation. In case the device detects a technical deviation within the electronic system, a software-controlled restart is initiated in an attempt to solve the issue. During this restart the pneumatic system opens which reduces airway pressure to ambient pressure and allow for ambient breathing. Additionally, a visual and audible alarm of high priority is generated. After approximately 12 seconds the savina 300 continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The user confirmed that the ventilation was continued after the reported restart. Therefore the device behaved as specified.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded; results will be provided in a follow-up report.

Event description:
It was reported that a device error 99.0095 had occurred after a nurse confirmed an apnea ventilation. The device was restarted and then replaced. No patient consequences reported.